Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, complaint and lot history review, applicable previous investigation(s), sample (if available), labeling, applicable manufacture records, and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a leak is confirmed but the exact cause remains unknown. One 5 fr dl groshong catheter was returned for evaluation. A statlock securement device was attached to the suture wing. A second suture wing was attached to the catheter. The lumens were flushed with water using a 12 ml syringe and a leak was observed when flushing through the red hub. The leak was located in the catheter length between the two suture wings. Microscopic observation of the leak location revealed a small circumferential split which appears to have two propagating longitudinal splits. The split had an oval shape when the catheter was manipulated to observe the inner surface. The shape of the leak location suggests a sharp instrument may have contributed to the damage observed. The catheter was cut near the leak location in order to measure the catheter dimensions. The wall thickness was found to be within manufacturing specification. Since a leak was observed on the returned sample the complaint is confirmed but the exact cause of the damage remains unknown. Based on the condition of the sample returned, possible contributing factors include sharp instrument damage and damage during handling. A lot history review (lhr) of redn2197 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Leakage was found at the part of the catheter out side of the patient when flushing on the following day. It was further reported that another rumen has been used for infusion. There was no reported patient injury.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of redn2197 showed no other similar product complaint(s) from this lot number.

Event description:
It was reported that the patient had a groshong catheter implanted on (B)(6) 2020. Leakage was found at the part of the catheter out side of the patient when flushing on the following day. It was further reported that another rumen has been used for infusion. There was no reported patient injury.